Manufacturer narrative:
D4 catalog, serial number and UDI updated to remove leading 0s. The investigation was completed. Investigation summary. Pdi (peripheral arterial ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) shock stage d. Limb ischemia developed after pump implantation. Vessel conditions included tortuosity. Actions taken included thrombectomy and pump explant to treat limb ischemia. The patient survived to explant. Peripheral arterial ischemia may occur due to access-site vascular compromise, vessel tortuosity, and large-bore arterial cannulation in the setting of critical illness and mechanical circulatory support.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details.